Event description:
It was reported that the patient with this tactra penile prosthesis presented with the rods not balanced, it was reported a curvature in shaft. The physician stated he thought the cylinder was bent; therefore left side of penis was shorter than the right, he removed left rod through a sub-coronal incision, so should have been straight, but came out slightly spiraled. Physician suspects that was the reason for the difference in rod length and did not remove the right side to compare. The physician changed the left cylinder with sand cut to 22 cm. No additional information was reported.